Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. An explantation aid was still inserted in lead. The performance of the lead was scrutinized, including a visual and electrical inspection as well as an inspection of the provided trend data. The analysis of the provided trend data, recorded between (B)(6) 2018 and (B)(6) 2019, showed the rv pacing impedance initially at 1,100 ohms before it gradually rose onto 1,400 ohms in the end of the recorded period, as indicated in the complaint. The fixation helix was found covered in fibrotic tissue. Based on the extraction damages and the calcified fixation helix, it is assumed that the lead was ingrown, which might have led to cause the reported high impedances. Further damages like the deformed rv shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 58 months after the implantation, gradually increasing pacing impedance was observed. As the rv threshold became too high it was decided to explant this lead. In a regular, systematic review this event was recognized as reportable to the competent authority.